Event description:
It was reported that during a percutaneous coronary intervention, vessel dissection, timi 0 coronary blood flow and chest pain occurred. The 90% stenosed target lesion was located in the non-tortuous and non-calcified left anterior descending (lad) artery, with timi 2 coronary blood flow. Upon deployment of the 2.50mm x 38mm promus element plus stent, vessel dissection occurred distal to the stent. The patient had timi 0 coronary blood flow and started to have a chest pain. Another promus element stent was then deployed distal to the implanted stent and the patient had a coronary blood flow back. Chest pain was then resolved. The procedure was completed with a different device. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).